Event description:
The customer reported via phone call that the battery cap of the insulin pump was cracked. The customer's blood glucose was 13.4 mmol/l. The customer was advised that their insulin pump would be replaced.

Manufacturer narrative:
There were no cracks on the battery cap. However, a slightly stripped battery cap coin slot was noted. There were also minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube and cracked battery tube threads. A bleeding lcd glass was noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.